Event description:
A malfunction was reported by the customer when the pump shut down during the night, displaying a malfunction code without a confirmed fault ID. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections (mdi) as a backup insulin therapy, and tandem technical support sent a replacement pump.